Event description:
It was reported that balloon rupture occurred. The patient presented with may-thurner syndrome. The 90% stenosed target lesion was located in moderately tortuous and non-calcified common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter were advanced for post-dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and replaced with another 18-4/5.8/75 xxl esophageal balloon catheter which also ruptured during the initial inflation at nominal pressure. The devices were removed and no fragments left in the patient. The procedure was completed with another 18-4/5.8/75 xxl esophageal balloon catheter. No patient complications nor injuries were reported.